Event description:
It was reported that an ilet pump did not charge on the wireless charging pad while the device otherwise functioned normally and a phone charged on the same pad; after a set change, the ilet resumed charging, and a replacement charger was arranged while pump replacement was canceled. Symptoms included no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included technical support troubleshooting and assessment of the external charging accessory with plans for replacement of the charger. Investigation of this case revealed that the charging issue was intermittent and resolved after the supply change, indicating normal pump function with a suspected charger or charging interface issue. It was concluded that the event was related to a noncritical charging difficulty of the external charging pad without patient harm.